Manufacturer narrative:
This lead was surgically abandoned and will not be returned for analysis. As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent loss of capture. Additionally, impedance measurements greater than 1,800 ohms were observed. The patient had experienced lightheadedness and a syncopal event due to the loss of capture. An invasive procedure was performed and an insulation breach was noted. It was also suspected the lead may have been fractured. A new lead was successfully implanted.